Manufacturer narrative:
The device was not returned to the MFR for investigation. It was reported that the handpiece was taken from the room after the procedure and could not be located for investigation. If the handpiece is returned, a f/u report will be filed.

Event description:
It was reported that metal flakes fell onto the surgical draping. Routine x-rays taken during the procedure did not detect any flakes in the surgical site. No adverse consequences were reported for the pt and the procedure was successfully completed as planned.